Event description:
The pt reported that it took constant button presses to achieve a pump response. He reports that the issue is worsening and says that the buttons sometimes stick and don't spring back. The pt denies visible keypad damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2010 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found to the button contacts.